Manufacturer narrative:
Analysis found that there was no fault with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was not working properly. There was patient impact.